Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the conveyor cannot be unsheathed to release the 16mm incraft iliac limb x 12cm stent after reaching the target position. The conveyor handle is a sliding condition. The conveyor was then withdrawn. Another attempt outside of the patient was made, but it still failed. Therefore, this product was replaced with cordis iliac limb extension. There was no reported injury to the patient. The lead surgeon performs about 80-100 evar procedures per year and is a nationally recognized aortic surgeon. He has 7 or 8 years of experience using the incraft since its introduction to the market, and has previously used it for about 50. The technicians are technically mature and experienced. The sales rep was present during the procedure. After the smooth release of the surgical body was completed, the right side was connected to the iliac branch, and after reaching the target release area, it was noticed that the sound of the conveyor release was different than usual. The operator continued to rotate to release stent, but the feel of the conveyor handle also appeared to be ¿filamentization¿ and the sheath could not be retracted to release the stent. The conveyor was then withdrawn. Another attempt outside of the patient was made, but it still failed. Therefore, this product was replaced with cordis iliac limb extension. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified to be tight prior to use. There was no difficulty encountered while flushing the guidewire lumen. There was no difficulty encountered while flushing the prosthesis lumen. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used or needed to advance the device at any time during the procedure. The angle of the device through the common iliac-abdominal main segment is actually about 60 degrees (the vessel was already largely straightened in the hard guidewire state). After the failure with first device, the replacement implant had no problems. A non- sterile ¿aaa 16mm iliac limb x 12cm" product was received for product evaluation. Per the visual analysis, the device was thoroughly inspected, observing several kinks on the outer member located approximately at 15, 22, 32 cm from the distal tip. Also, a separation condition was observed on the outer member located approximately on 85 cm from the distal tip. The handle was set in the deployed position. No other outstanding details were observed. Functional analysis was not performed due to the observed separation of the outer member that impeded the deployment process. Per microscopic analysis, the separated area was evaluated with a vision system, observing that the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. Sem analysis was not performed because the damages associated with the separation were visible with the magnification obtained with the vision system. The reported event of ¿leg prosthesis delivery system-deployment difficulty¿ could not be confirmed as functional analysis could not be conducted due to the kinks and damages noted to the returned device. Additionally, a condition was noted with the returned device of ¿cannula (distal outer member)-separated.¿ the exact cause of the issue experienced by the customer and the received conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the deployment difficulty of the limb prothesis reported. However, procedural/handling factors most likely contributed to the kinks and the separation of the outer member noted to the returned device as evidenced by the elongations found at the area of separation. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, as the kinks and separated outer member would contribute to a deployment difficulty of the prothesis, it is possible that these factors led to the issues experienced by the customer. According to the safety information in the instructions for use (IFU), it instructs during preparation to ¿remove the appropriately sized aortic bifurcate and two iliac limb delivery systems from their packaging and examine for possible damage such as kinks or separated components. Do not use if damage is suspected.¿ also, per the implant instructions, ¿the following warnings and precautions apply throughout the implant procedure: ensure that the delivery system handle and delivery system sheath are parallel with the patient¿s leg. Excessive angulation where the white handle component meets the delivery system sheath may prevent delivery system sheath retraction. Before deployment ensure that the delivery system is straight and without any slack. Do not torque the delivery system more than 90° without confirming rotational response at the distal end of the device (contralateral side marker- figure 6). Use fluoroscopic guidance to advance the delivery system and to detect kinking or alignment problems with the stent graft system. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered. If the delivery system kinks during insertion, do not attempt to deploy the stent graft component. Remove the device and insert a new delivery system. Exercise particular care in areas that are difficult to navigate, such as areas of stenosis, intravascular thrombus, calcification or tortuousity, or where excessive resistance is experienced, as vessel or catheter damage could occur. Consider performing balloon angioplasty at the site of a narrowed or stenotic vessel, and then attempt to gently reintroduce the catheter delivery system. Also exercise care with device selection and correct placement/positioning of the device in the presence of anatomically challenging situations such as areas of significant stenosis, intravascular thrombus, calcification, tortuousity and/or angulation which can affect successful initial treatment of the aneurysm.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the conveyor cannot be unsheathed to release the 16mm incraft iliac limb x 12cm stent after reaching the target position. The conveyor handle is a sliding condition. The conveyor was then withdrawn. Another attempt outside of the patient was made, but it still failed. Therefore, this product was replaced with cordis iliac limb extension. There was no reported injury to the patient. The lead surgeon performs about 80-100 evar procedures per year and is a nationally recognized aortic surgeon. He has 7 or 8 years of experience using the incraft since its introduction to the market, and has previously used it for about 50. The technicians are technically mature and experienced. The sales rep was present during the procedure. After the smooth release of the surgical body was completed, the right side was connected to the iliac branch, and after reaching the target release area, it was noticed that the sound of the conveyor release was different than usual. The operator continued to rotate to release stent, but the feel of the conveyor handle also appeared to be ¿¿¿¿ and the sheath could not be retracted to release the stent. The conveyor was then withdrawn. Another attempt outside of the patient was made, but it still failed. Therefore, this product was replaced with cordis iliac limb extension. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified to be tight prior to use. There was no difficulty encountered while flushing the guidewire lumen. There was no difficulty encountered while flushing the prosthesis lumen. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used or needed to advance the device at any time during the procedure. The angle of the device through the common iliac-abdominal main segment is actually about 60 degrees (the vessel was already largely straightened in the hard guidewire state). After the failure with first device, the replacement implant had no problems. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the conveyor cannot be unsheathed to release the 16mm incraft iliac limb x 12cm stent after reaching the target position. The conveyor handle is a sliding condition. The conveyor was then withdrawn. Another attempt outside of the patient was made, but it still failed. Therefore, this product was replaced with cordis iliac limb extension. There was no reported injury to the patient. The lead surgeon performs about 80-100 evar procedures per year and is a nationally recognized aortic surgeon. He has 7 or 8 years of experience using the incraft since its introduction to the market, and has previously used it for about 50. The technicians are technically mature and experienced. The sales rep was present during the procedure. After the smooth release of the surgical body was completed, the right side was connected to the iliac branch, and after reaching the target release area, it was noticed that the sound of the conveyor release was different than usual. The operator continued to rotate to release stent, but the feel of the conveyor handle also appeared to be ¿¿¿¿ and the sheath could not be retracted to release the stent. The conveyor was then withdrawn. Another attempt outside of the patient was made, but it still failed. Therefore, this product was replaced with cordis iliac limb extension. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified to be tight prior to use. There was no difficulty encountered while flushing the guidewire lumen. There was no difficulty encountered while flushing the prosthesis lumen. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used or needed to advance the device at any time during the procedure. The angle of the device through the common iliac-abdominal main segment is actually about 60 degrees (the vessel was already largely straightened in the hard guidewire state). After the failure with first device, the replacement implant had no problems. The device will be returned for evaluation.